Event description:
Cross ref. With case 2003181634cn. A physician reported that a patient, diagnosed with cataract in the right eye, underwent, in 2003, ultrasonic. Emulsification surgery and intraocular lens (ceeon 911a, implantation. On a not specified date, several days later, the patient experienced diminution of vision in the right eye. An examination revealed that pus was accumulated in the anterior chamber. The patient has hospitalized and the lens was explanted. At the time of the report, the outcome was unknown. The case was considered 'serious intervetion required'.